Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, a weld was broken on a slat of the foot section and on the stud where the silver ratchet is attached. An expanded evaluation was performed. The expanded evaluation report confirmed that the right side foot section ratchet was hanging freely and the pin slot and hardware that would otherwise hold the ratchet in place were missing. Inspection of the pin slot site revealed a small remnant of weld material, indicating that the weld holding the slot to the main frame had broken. Additionally, the third cross slat on the foot section was bent downward and the left end of the slat was broken away from its weld. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The foot frame that holds the silver ratchet has broken at the weld. Also one of the slats is broken on the weld on the foot deck.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The foot frame that holds the silver ratchet has broken at the weld. Also one of the slats is broken on the weld on the foot deck.